Event description:
The user facility reportedly identified a broken cable on the monopolar curved scissors (mcs) instrument during central processing. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the grip cable was frayed at the distal idler pulley and noted that the frayed strands were sticking out at the instrument's wrist. No other cables at the instrument's wrist were damaged. Electrical continuity testing of the instrument passed. The clinical risk evaluation performed on the health hazard assessment for the monopolar curve scissors states: in a fragment-causing failure (such as a cable failure, a crimp separating from a cable, etc) for the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument. Additional observations not initially reported by the site was pulley damage and main tube damage. The pulley had scratches on the surface of the distal pulley. In addition, there was a crack found on the distal end of the main tube by the proximal side. Engineering concluded that the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.